Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0605640 implantable port allegedly experienced a fluid leak. This information was received from one source. One patient was involved and there was no reported patient injury. Patient information was not provided.

Manufacturer narrative:
H10: the sample was returned for evaluation and two photos were provided for review. As the lot number was not a provided, a lot history review was not performed. The evaluation unconfirmed for the reported fluid leak due to the fact that the leak could not be reproduced in a laboratory setting. A definitive root cause could not be determined. The device is labeled for single use. H10: g4 h11: h6(results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The sample has been returned for evaluation and a photo has been provided for review. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0605640 implantable port allegedly experienced a fluid leak. This information was received from one source. One patient was involved and there was no reported patient injury. Patient information was not provided.